Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-02081. It was reported one of the patient's leads migrated two days after a previous revision (reference MFR report#1627487-2016-02023). Reportedly, an additional surgery took place on (B)(6) 2016 during which time one lead was explanted and replaced. The issue is resolved. Note: both leads are being reported as explanted as its uncertain which lead was replaced.